Manufacturer narrative:
Footboard connector pin.

Event description:
It was reported by service report that the bed functions are not working and it loses power. No pt involvement or adverse consequences are reported.